Event description:
Ous MDR - since (B)(4) 2014, a dispersion of the shock impedance values between 60 ohms and greater than 150 ohms, and then only greater than 150 ohms was noted. The ICD was replaced in (B)(6) 2013. The physician decided to extract the lead and the device in order to implant a new ICD with a df4 lead. During the explant procedure, an externalization of the conductor, as well as an insulation abrasion, were observed. And the df-1 connector broke in the ICD, even though the physician did not pull the lead too hard according to the sales representative. The patient is a female and was born in 1972.

Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status bol. The device was implanted for 9 months and 5 charging cycles were recorded to the device memory. The header of the ICD was visually and mechanically inspected. A lead fragment was found still attached to the right ventricular connector bore. The set screws could be easily screwed in and out. The lead fragment was removed and the dimensions of the header bores were measured. All dimensions proved to be within specifications. There was no foreign material inside the header bores. The set screws showed screw marks on the bottom side indicating that they were tightened during the implantation. There was no indication of a material or manufacturing problem. The memory content of the device was inspected. The analysis revealed an intermittent increase of the shock impedance to greater than 150 ohm since (B)(4) 2014. Thereafter, since (B)(4) 2014, solely shock impedance values greater than 150 ohm were documented, confirming the clinical observation. Therefore the impedance measurement functions of the device were tested and proved to be flawless. Additionally, a long-term impedance measurement test was performed. During the test no anomalies were observed. Next, the ability of the device to deliver therapies was verified. The antibradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. There was no indication for a device malfunction.